Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that during a treatment, the intensity rose up to 30ma and then immediately shut off". There was no reported patient harm. No further information is currently available.